Manufacturer narrative:
H10: internal complaint reference number: (B)(4).

Event description:
It was reported that during set up for a knee scope, the motor drive unit was running without the buttons being pressed or pedal being stepped on. There was no surgical delay reported and a smith and nephew back up device was available. There was no patient involvement.

Manufacturer narrative:
H6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a noisy motor when cable is moved was found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. The root cause was associated with a component failure. Factors that could have contributed to the reported event include corrosion in the gearbox/motor assembly from cleaning and sterilization methods and the chemicals involved over a period of time or a short in the power cord. No containment or corrective actions are recommended at this time.